Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 133 mg/dl. The customer stated that the drive support cap is sticking out. Customer did not press it before. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. No prime alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.